Event description:
It was reported that during the surgical procedure, part of the jaw of the large needle driver instrument fell inside of the patient. The fragmented piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with the carbide insert missing from one grip. Engineering evaluation observed discolored areas on the brazing surface of the grip and area where the bare grip is visible. This discover leads engineering to conclude that the carbide insert may have not been properly brazed onto the grip, thus causing the carbide insert to loosen and fall off. As indicated in the case notes, the carbide insert was successfully retrieved from the patient. No other instruments from this manufactured lot have exhibited this failure.